Manufacturer narrative:
Only one pt sample was affected. There were no aliquoter errors before or after the event. The primary tube appeared hemolyzed, but did not appear to have any fibrin clots or gel. Customer re-centrifuged the primary and 2nd aliquot tubes, but there was no precipitate or change in color. A filed service engineer (fse) was dispatched to the customer's lab: the fse photographed the primary and the aliquot tubes. The fse verified that all the tubes had the same pt name, date and sample ID, and the aliquot tubes were correctly labeled as -1 and -2. Per fse, the labels were intact and did not look like they have been removed and replaced. The fse inspected aliquot module and found no hardware issues. The event log had already been cleared. Beckman coulter, inc. (Bci) was unable to determine a clear root cause for this event and it was not confirmed if bci instrument, in fact, was involved in this event.

Event description:
A customer contacted beckman coulter inc. (Bsc) regarding an event with the power processor, (an automated sample handling system). The system attempted to make two (2)aliquot tubes from the primary tube: the 1st aliquot was made and routed to the send-out rack. There was insufficient serum to make the 2nd aliquot, and the primary tube and the (empty) 2nd aliquot tube were routed to the error rack. The customer manually poured serum from the primary tube int the 2nd aliquot tube, but this volume was insufficient, then the customer retrieved the 1st aliquot tube. The customer then noticed the difference in color, the serum in the 1st aliquot tube was straw-colored, and the serum in the primary tube was a clear red (hemolyzed). Pt treatment was not affected in this event, as the aliquot tube had not been used to run chemistries.